Event description:
While monitoring the pt using a zoll e series monitor, it was found that the monitor batteries read full, however no power was provided for more than 30-60 second intervals. The monitor was unable to monitor nibp or defibrillate during this time.